Event description:
It was reported that the customer had no delivery alarm on his insulin pump. Customer's blood glucose level was 229 mg/dl. Customer was assisted in performing a 5.0u fixed prime. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test and it was advised that the insulin pump was working as designed. It was explained to the customer that the no delivery alarm was caused by set/reservoir occlusion. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.